Event description:
Patient reported that their blood glucose levels have been high (409 mg/dl) for a few days; patient self-treated high blood glucose. Pt alleged that device was at fault. No error messages were generated by device.